Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or low battery alerts noted during testing. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with cracked battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer reported that they can read the display. The customer reported that the insulin pump was dropped. The customer's blood glucose was 280 mg/dl at the time of incident. The customer's blood glucose was 213 mg/dl at the time of call. The customer stated that they corrected the blood glucose with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.